Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/ damaged casing) issue. The reporter alleged that the cartridge compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/08/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings: the cartridge compartment was intact; no damage was observed. The returned cartridge cap was able to be fully secured to the pump. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the threads. No battery cap was returned with the pump. A test battery cap was able to be fully secured to the pump and was used to complete all testing. The complaint of the cracked/damaged cartridge compartment was not able to be duplicated during investigation.